Event description:
The field service rep reported an erroneous calcium pt result while he was onsite. The pt result was 12.6 mg per dl. The field service rep immediately went to the instrument and took off the sample and noted that it was hemolysed, lipemic and had floating debris. He showed this to the user, who then respun the tube, reran the sample and result was in the normal range of 8.6-10.2 mg per dl. The field service rep inspected the sample and stated there were still large "floaties" on the surface. The initial result was not reported. No treatment was based on the initial result.

Manufacturer narrative:
If additional info is received, appropriate notification will be provided.